Manufacturer narrative:
Patient¿s information is unknown. Date of event is unknown. Additional device product codes: mni, mnh, kwp, kwq. Implant date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Facility phone number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a revision for broken rods and broken ilio sacral connector was revised on (B)(6) 2018. Patient re-operated to replace two (2) bilateral broken rods and one (1) fixed length iliac connector in lower construct. Rods were cut to preserve upper construct. Iliac bolts, s1, l5 and 4 screws removed. Sacral-alar-iliac (sai) and larger diameter screws placed. Patient then repositioned supine and l5/s1 anterior lumbar interbody fusion (alif) performed with synfix evolution. Patient then repositioned prone and old upper construct and revised lower construct were connected using spanning rods and connectors. Surgery was completed with no surgical delay. Concomitant devices reported: clamp f/iliac connector f/fixed-l (part # 04.621.275, lot # unknown, quantity 1), ti collet for uss iliac and s2 connectors (part # 04.621.190, lot # unknown, quantity 1), uss-ii nut tan green (part # 499.294, lot # unknown, quantity 2), urs ø8 l40 (part # 04.636.840, lot # unknown, quantity 2), urs ø8 l45 (part # 04.636.845, lot # unknown, quantity 1), urs ø7 l50 (part # 04.636.750, lot # unknown, quantity 1), lock-cap f/urs (part # 04.636.001, lot # unknown, quantity 6), universal reduction screws (part # unknown, lot # unknown, quantity 2) uss ii poly axial cancellous bone screws (part # 04.607.272-289, lot # unknown, quantity 2). This report is for one (1) 6.0 mm ti rod 500 mm. This is report 3 of 3 for complaint (B)(4).